Manufacturer narrative:
Device evaluated by MFR. Distal end was bent curved to the right after the steering knob was returned to neutral. Dried body fluid was under all three ring electrodes and inside me2 collar crack, dried body fluid was found on the handle, main body tubing and distal end. Dried saline was on the distal end, inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid inside of the tip and distal end. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1133, 0.0999 and 0.1032 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.1342, 0.1282 and 0.1202 psi (spec limit is 0.044 psi).

Event description:
Reportable based on analysis completed on 21aug2019. An intellanav mifi open-irrigated catheter was selected for an atrial flutter procedure. During the procedure, the catheter showed bad temperature sensor at a reading of 69 degrees celsius while irrigating inside the body. The cable was replaced, but did not fix the issue. The procedure was completed by replacing the catheter. No patient complications occurred. However, analysis revealed the device had evidence of compromised ring seals and displayed suspect leak values in the distal section.